Manufacturer narrative:
Weight, ethnicity, and race:unk. (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6 implantable collamer lens of -11.50/3.0/108 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged with a longer length lens of different axis due to low vault. This resolved the problem.